Event description:
It was reported that during a breast biopsy, after removing four samples, the rear rotation knob turned on its own, cutting into the pt's breast, causing the pt to jump and scream in pain. The customer was able to place a clip, close the sample chamber and removed without further incident. The skin around the breast was slightly torn and there was a small amount of blood on the buckey plate. The pt will be rescheduled.

Manufacturer narrative:
H4, 6: info anticipated, but unavailable at this time.